Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred on a home choice device during drain three of four. The technical services representative had the care giver (cg) cycle the power to clear the alarm, and assisted the cg to disconnect the home patient. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice device, an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.